Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "on (B)(6) 2014 the patient underwent an uncomplicated tha. The revision operative report states this tha had dislocated multiple times necessitating revision. Intr-operatively a great deal of metallic debris was encountered as well as a large effusion. Upon removal of the v-40 femoral head the surgeon remarked the "trunnion was intact". Components were "well fixed". The liner was exchanged to one with an elevated rim. A sleeve and new head were implanted. It is confirmed that a revision surgery for tha instability with multiple dislocations occurred. No direct evidence for elevated serum metal ions was presented but the surgeon noted they were elevated in his operative report the root cause of the tha instability cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation and elevated ion levels. Intraoperatively, corrosion and metallic debris were observed. A review of the provided medical information by a clinical consultant indicated: "it is confirmed that a revision surgery for tha instability with multiple dislocations occurred. No direct evidence for elevated serum metal ions was presented but the surgeon noted they were elevated in his operative report the root cause of the tha instability cannot be determined from the documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014, and was revised on (B)(6) 2023. It is further alleged that the patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. Update: per medical records received, the revision operative report states this tha had dislocated multiple times necessitating revision. Intra-operatively a great deal of metallic debris was encountered as well as a large effusion. Upon removal of the v-40 femoral head the surgeon remarked the "trunnion was intact". Components were "well fixed". The liner was exchanged to one with an elevated rim. A sleeve and new head were implanted.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014, and was revised on (B)(6) 2023. It is further alleged that the patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood.